Event description:
The customer was obtaining high blood glucose readings on the device and feeling hypoglycemic. Readings obtained were in the 400 mg/dl range. Medication was taken and patient walked and ate food. Etm's were called and they checked the glucose at 20 mg/dl. Patient was treated with dextrose. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.